Event description:
It was reported by service report that the bed scale was giving an incorrect reading and the head-end was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Faulty nut in lift motor.